Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4)

Event description:
It was reported that during a laparoscopic robotic nephrectomy procedure, the devices were leaking when 5mm instruments were inserted into the trocars. Another trocar was used to complete the procedure. No adverse consequences reported.

Event description:
It was reported to bsc that during unpacking when the device was removed from the box, it was noticed the distal tubing of the catheter separated from the proximal tubing so the internal wires were visible. No patient contact.

Manufacturer narrative:
(B)(4). Damaged universal seal assembly, leak test failed without test probe. Device b: fractured clear lens 5/28/2010. Device c batch # g9jt71 mfg date 3/31/2010; exp date 2/28/2015. No device returned. The analysis results found that device (a) was received with the cap and base of the universal seal assembly separated. A potential cause of this condition is the repeated use of eto as a sterilization agent. Ees single-use trocars are not to be reused, reprocessed or re-sterilized. A leak test was performed and the device was noted to leak without the test probe inserted through the device. Further evaluation found that the scraper was torn. One potential cause for the damage found may be the snagging of an instrument during insertion; however, this finding is not related with the incident reported. In addition, the lens of the obturator was noted cracked. The exposure to ethylene oxide (eo) which is part of the complaint device return process may lead to crack/scratch lens. The analysis results of device (b) found that the sleeve was not received for evaluation. Only the obturator was received. In addition, the lens of the obturator was noted cracked. The exposure to ethylene oxide (eo) which is part of the complaint device return process may lead to crack/scratch lens. No testing could be performed to evaluate the incident reported. The analysis results of device (c) found that the sleeve was not received for evaluation. Only the obturator was received. No testing could be performed to evaluate the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.